Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case near display window corners and broken reservoir tube lip. The insulin pump received with broken off reservoir tube lip. Reservoir unable to lock in place due to reservoir completely broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump reservoir compartment had a hole and it turned into a cracked piece. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.